Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer changed the supplies every 3 days and tandem's technical support educated customer on cartridge/insulin labeling. Customer's blood glucose (bg) was over 500 mg/dl with high ketones. Bg was addressed with manual injections and water. Reportedly, the supplies were changed to address the event.